Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be torn at the 'ok' button. The keypad was found to be peeling. The 'ok' button was found to be intermittently responding. The keypad was removed and the 'ok' button contact was found to be inverted.

Event description:
The patient reported the 'ok' button became intermittently unresponsive on (B)(6) 2010. The patient reports no exposure to moisture. The patient reports the keypad ripped above the 'ok' button earlier in the day.